Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information received:what size trocar was the band placed through ? 15mm.does surgeon feel any difficulties with band placement? No.how many adjustments had received the patient ? Unknown.has their been any difficulties with adjustment/fills ? No.how did the patient present when the problem was identified? Weight gain, no restriction of intake of food anymore.

Event description:
It was reported that during routine controls a defect of the gastric band was observed seven years after implantation of the band. In a surgical procedure the damaged gastric band was removed and a new band has been implanted.

Manufacturer narrative:
(B)(4). Reinforcement band damaged visual examination the (B)(4) adjustable gastric band confirmed that the band was torn at the tab adjacent to the point of catheter connection to the balloon. An engineering study has been performed with the intent to establish root cause for reinforcing band tab damage on similar product. It was concluded that the observed failure mode was consistent with high stress gradients observed at the point of breakage. The report tentatively concluded that balloon over-filling was a possible contributor to such high stress gradients. However, this could not be definitively confirmed within the study. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.